Event description:
During a cecumectomy procedure, after firing on the proximal bowel, the surgeon noticed the staple line was incomplete. Subsequently, bile leakage occurred. The surgeon manually sutured to correct the condition. The device was then reloaded and fired across the distal bowel. However, the tissue was not completely transected. Again, bile leaked from the application site. The surgeon completed the procedure with another device and the pt was treated with antibiotics.